Event description:
It was reported that two (2) transfer sets were broken. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022, further described as "last week". Initial reporter phone no. (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.